Event description:
It was reported that sometime post a dialysis catheter placement, the patient allegedly experienced bleeding under skin. Reportedly, the catheter was replaced. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a dialysis catheter placement, the patient allegedly experienced bleeding under skin. Reportedly, the catheter was replaced. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows a dialysis catheter where the catheter is implanted inside the body. The device is bloody. Blood leakage can be noted at the catheter insertion point into the skin. Therefore, the investigation is confirmed for the reported bleeding issue. The definitive root cause for bleeding could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.